Event description:
On an unknown date, this pt was implanted with two gore tag thoracic endoprosthesis to treat a type b dissection. The following day, contrast-enhanced computed tomography scanning revealed a type a dissection with an intimal tear adjacent to the proximal device. The pt underwent open surgical repair of the type a dissection. No further info was provided.